Manufacturer narrative:
Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. It was reported that three years after treatment with the synergy xd device, the patient experienced angina which was treated with dilation and medication. 3 years after that event the patient reported chest pain and presented with in-stent restenosis which was treated with a cutting balloon and several agent dcb devices. Angina and restenosis is listed within the instructions for use (IFU) as a potential risk associated with the procedure and use of the synergy xd device. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that restenosis and angina occurred. In (B)(6) 2019, in-stent restenosis at mid to distal right coronary artery (rca) was treated with a 2.50 mm x 38 mm synergy drug eluting stent. In (B)(6) 2020, 90% in-stent restenosis noted from the mid to distal rca was treated with a 4.00 mm nc balloon. In (B)(6) 2021, severe in-stent restenosis was noted at the mid rca and was treated with poba (plain old balloon angioplasty). In (B)(6) 2022, the patient presented with unstable angina. Heparin or antithrombotic medication were administered. The patient was on a prior regime of aspiring and antiplatelet medication other than aspirin for at least 72 hours. The 15 mm x 3.50 mm, 90% in-stent restenosed target lesion was located at the distal rca. Following pre-dilation with a balloon catheter and a cutting balloon, the target lesion was successfully treated with a 3.00 mm x 15 mm nc emerge balloon with 30% residual stenosis and timi 3 flow. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient reported to have had chest pain for several weeks and was hospitalized for further evaluation and treatment. The 100% in-stent restenosis (isr) extending from the proximal to distal rca was treated with laser atherectomy, and balloon angioplasty. A cutting balloon was then used in the entire rca vessel. Ivus was performed and revealed isr at the junction of the mid and distal rca. A 4.0 mm x 30 mm agent dcb was used at the proximal rca, a 3.50 mm x 30 mm agent dcb was used at the mid rca, and a 2.50 mm x 30 mm agent dcb was used at the distal rca, all successfully. Post revascularization, 29% stenosis was noted with timi flow 3. It was further reported that in (B)(6) 2022, 90% isr at the distal rca was evaluated using ivus, which revealed under expansion of the previously implanted 2.50 x 38 mm synergy drug eluting stent. The lesion was subsequently treated successfully with a 3.00 mm x 15 mm nc emerge balloon. The patient was discharged on aspirin and clopidogrel.

Event description:
It was reported that restenosis and angina occurred. In (B)(6) 2019, in-stent restenosis at mid to distal right coronary artery (rca) was treated with a 2.50 mm x 38 mm synergy drug eluting stent. In (B)(6) 2020, 90% in-stent restenosis noted from the mid to distal rca was treated with a 4.00 mm nc balloon. In (B)(6) 2021, severe in-stent restenosis was noted at the mid rca and was treated with poba (plain old balloon angioplasty). In (B)(6) 2022, the patient presented with unstable angina. Heparin or antithrombotic medication were administered. The patient was on a prior regime of aspiring and antiplatelet medication other than aspirin for at least 72 hours. The 15 mm x 3.50 mm, 90% in-stent restenosed target lesion was located at the distal rca. Following pre-dilation with a balloon catheter and a cutting balloon, the target lesion was successfully treated with a 3.00 mm x 15 mm nc emerge balloon with 30% residual stenosis and timi 3 flow. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient reported to have had chest pain for several weeks and was hospitalized for further evaluation and treatment. The 100% in-stent restenosis (isr) extending from the proximal to distal rca was treated with laser atherectomy, and balloon angioplasty. A cutting balloon was then used in the entire rca vessel. Ivus was performed and revealed isr at the junction of the mid and distal rca. A 4.0 mm x 30 mm agent dcb was used at the proximal rca, a 3.50 mm x 30 mm agent dcb was used at the mid rca, and a 2.50 mm x 30 mm agent dcb was used at the distal rca, all successfully. Post revascularization, 29% stenosis was noted with timi flow 3.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.